Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the ultrasound has poor image quality and the image is hard to see even after adjusting the settings was unconfirmed. The sr6 scanner was visually inspected upon receipt and was found to be in good overall condition and functions normally. The scanner powers on, boots up normally and has a good image for the current version of software. The device was serviced, tested and returned to customer. A history review of serial number (B)(6) showed no other similar complaint(s) from this serial number.

Event description:
Biomed reported that the ultrasound has poor image quality and the image is hard to see even after adjusting the settings.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Biomed reported that the ultrasound has poor image quality and the image is hard to see even after adjusting the settings.